Event description:
Pt had an extruding scleral buckle and came to the facility for removal. Upon inspection, the buckle appeared to be decomposed and came out in chunks. A large scleral defect was noted as the buckle fragments were removed.